Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that a component was identified as unusable by spd staff after a pan was dropped off for processing. Upon inspection, the poly was found to be deformed and indented, raising concerns about the sterility of the device.

Event description:
It was reported that a component was identified as unusable by spd staff after a pan was dropped off for processing. Upon inspection, the poly was found to be deformed and indented, raising concerns about the sterility of the device.

Manufacturer narrative:
The reported event was confirmed, since an image of the instrument were provided and match the alleged failure mode. The device inspection revealed the following: an evaluation of the image provided by the facility shows there are gouges of material missing from the outer rim of the device¿s interior concave profile along with some superficial surface scratches. Since the item was not returned a functional and dimensional inspection were not possible. However, during manufacturing, functionality test and dimensional inspection were done according to specifications. During the inspection, all devices met the specifications. Based on investigation, the root cause was attributed to a wear related issue. The event was caused by repeated use and reprocessing cycles. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.